Event description:
The customer contacted ventec to report that they were "questioning [the device's] fio2 (fraction of inspired oxygen) delivery and stability." There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec received the device and downloaded its electronic records (system logs) for analysis. The reporter had initially reported that they were questioning the device's fio2 (fraction of inspired oxygen) delivery and stability, but they were unable to provide further clarification. Ventec observed in the system logs that there were some low fio2 alarms back in august of 2023. Ventec determined that these alarms were caused by too tight of an alarm threshold. Ventec observed that the fio2 was set at 25% but that the low fio2 alarm threshold was at 24%. The alarms should be about 10% higher and lower than the test value to allow some tolerance. When ventec tested the fio2 with appropriate alarm thresholds the device did not alarm during testing. Proper device operation was confirmed through functional and performance testing. The vocsn clinical manual, [control accuracy, p. 197] advises the following as it pertains to fio2: "±10% of setting, or ±3% oxygen, whichever is greater average delivered fio2 is stable within ±3% oxygen over one hour time to reach set performance from an external high-pressure oxygen source: =5 breaths" the investigation determined the root cause of the reported issue was user error due to the user incorrectly setting the alarm threshold.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 -- section d4, model #, of the initial medwatch report stated: prt-01184-000 section d4, model #, of the initial medwatch report should have stated: v+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4) section d4, UDI #, of the initial medwatch report should have stated: (B)(4).